Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button ribbon cable was cut. The cause of the non-functional response buttons is the damaged cable. The root cause of the damaged cable cannot be positively identified. No adverse events occurred from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was cracked and was unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the defective belt. Mfg dates: monitor sn - (b(4) - 10/15/2014 belt sn - (B)(4)- 7/2/2012.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor and that the patient's belt was damaged.